Event description:
The customer reported via phone call that they had repeated no delivery alarms on their insulin pump. The customer stated the alarms occurred once a week since getting their insulin pump. The customer's blood glucose was unknown. Customer stated they were able to resolve the alarm with a complete set change. The customer declined to return their products for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.